Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported multiple patients with side cuts that were not smooth, needed scoring, and had micro adhesions. The stromal bed quality is excellent and the flap lift was not difficult but could be improved. The laser parameters were set as per recommendation. This report addresses patient 2 of 4, right eye.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).